Event description:
It was reported by a customer on (B)(6) 2011, the fiber tip burned at 29,206 joules. Per the customer, it is unk what caused the fiber tip to burn. The fiber was not clamped. An aim test was not performed. An observation leading up to this incident included the fact that the fiber was not creating as many bubbles. There were no error codes displayed on the console when this event occurred. There was no delay in the procedure.